Manufacturer narrative:
(B)(4). Evaluation summary: pending investigation.

Event description:
According to the reporter, during a sleeve gastrectomy. A surgeon used a manual handle and reload. During the firing, after second squeeze the stapler blocked and the surgeon could not finish the firing. At the end the loading didn't opened after moving the back knobs. This situation caused tissue damage and an unfinished staple line. The last known status is that the patient is doing okay. No other adverse events were reported. Additional questions were sent for follow up information. Should new information return, a supplemental will be filed.

Manufacturer narrative:
Manufacture tracking number: (B)(4).

Event description:
Additional information was received from the subsidiary. The device partially fired and there was poor staple formation, which was fixed by resecting tissue and re-stapling. There was unanticipated tissue loss and tissue damage.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of three staplers and twelve reloads. Visual inspection of the first instrument noted that the articulation lever had disengaged from the rotation collar. Engineering evaluation noted that the articulation cover exhibited evidence of a proper weld. Functionally, the three instruments were loaded with post market vigilance (pmv) representative reloads. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into each the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Initial visual inspection of the second instrument noted no abnormalities. Visual inspection of the third instrument found no abnormalities. Each loading unit was then removed from its sealed blister package for functional testing. Each was loaded into a pmv representative instrument. Each loading unit was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented each loading unit from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
Additional information was received from the subsidiary. The device partially fired and there was poor staple formation, which was fixed by resecting tissue and restapling. There was unanticipated tissue loss and tissue damage.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Legacy coding: patient (2348); device (2579). Manufacture tracking number: us201512-0203 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.